Manufacturer narrative:
(B)(4): physio-control has evaluated the device and verified the reported failure. Several therapy related event codes were noted to be logged in the device. Physio-control replaced the biphasic and therapy pcb assemblies, the high energy storage capacitor, the flex cable assembly which connects the therapy, biphasic and the system pcb, and the isolation relay assembly. There was no additional analysis performed to determine which replaced part resolved the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed assemblies have not been further evaluated to determine the cause of the reported failure. (B)(4): physio-control has evaluated the device and verified the reported failure. Several therapy related event codes were noted to be logged in the device. During investigation, physio-control replaced the biphasic and therapy pcb assemblies, the high energy storage capacitor and the flex cable assembly which connects the therapy, biphasic and the system pcb. Physio-control determined the cause of the failure to be the isolation relay assembly. Physio-control replaced the isolation relay assembly and proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported that the device would not provide defibrillation therapy between 2 and 50 joules and would only provide a monophasic (instead of biphasic) between 50 and 300 joule levels. This reported failure was not involved with any patient use.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Several therapy related event codes were noted to be logged in the device. Physio-control replaced the biphasic and therapy pcb assemblies, the high energy storage capacitor, the flex cable assembly which connects the therapy, biphasic and the system pcb, and the isolation relay assembly. There was no additional analysis performed to determine which replaced part resolved the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed assemblies have not been further evaluated to determine the cause of the reported failure.